Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the expected volume was 6.5 mls less than what was expected on (B)(6) 2016. It was noted volume discrepancies were noted at past refills. A refill in (B)(6) there was a discrepancy of 4 mls less than what was expected and the refill prior to that (date unknown) there was 2-3 mls less than what was expected. The plan was to continue weaning the patient down and the pump would be removed. There were no symptoms reported. At the time of this report, the patient was receiving morphine 28.1 mg/ml at 2.96 mg/day and baclofen 1408.4 mcg/ml at 148.4 mcg/day. The cause for the volume discrepancies was undetermined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (28.1 mg/ml at 3.64 mg/day) and baclofen (1408 mcg/ml at 182.8 mcg) via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported there was a volume discrepancy at the refill in which the received was much less than expected. The patient had had no overdose symptoms at all. The patient was slowly being weaned off the intrathecal medications in hopes of removing the pump. The pump reported 11.1 ml should be remaining and the doctor was able to aspirate 2.5ml. The hcp re-inserted the needle to make sure. When the hcp put the new medication in, he instilled 4cc's and was able to withdraw it so he instilled the entire 20cc. There were no environmental/external/patient factors that may have led or contributed to the issue that the representative was aware of. A dye study was done on an unknown date. No other interventions had been taken other than scheduling the refills much sooner than needed. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-28 regarding a patient who was receiving 704 mcg/ml compounded baclofen at a dose of 65.37 mcg/ml and 14 mg/ml morphine at a dose of 1,300 mg/ml. It was reported that the patient had no symptoms. The hcp wanted the pump analyzed for a possible malfunction. The hcp had a few discrepancies when he did refills on the patient. It was never consistent and no symptoms happened to the patient. The hcp questioned if the pump was accessed without his knowledge by the patient or someone else. It was stated that there were no known falls or electromagnetic interference (emi) issues per the patient in regards to any environmental, external, or patient factors that may have led or contributed to the issue. There was no known troubleshooting performed. The hcp did a dye study and it was negative. The pump was replaced on (B)(6)2017. The issue was resolved at the time of the report and the patient status was alive with no injury. The pati ent¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc serial(B)(4) implanted: (B)(6)2012 product type catheter analysis found that there was overinfusion with the pump and an undetermined root cause. If information is provided in the future, a supplemental report will be issued.